Event description:
Customer reported receiving inaccurate high readings. In blood glucose test,customer received readings of 150 mg/dl (lab) and 350 mg/dl (meter) within 10 minutes. There was no report of death, serious, injury or mistreatment associated with this event.